Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during patient care in the neonatal intensive care unit. The pump was programmed to deliver normal saline mixed with various medications at rates of 4cc for one hour or 8cc for one hour. It was also reported there was no patient injury, but the alarms did cause a delay in therapy.